Event description:
It was reported that a t:slim x2 pump experienced a battery issue where it would not charge and the screen remained dark and would not turn on, even after multiple attempts to power it on and charge it with different cables and wall adapters. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed caller through troubleshooting steps, then arranged for pump replacement pump advised use of multiple daily injections as backup insulin therapy.